Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface provisional confirms that the device exhibits signs of repeated use like nicks and gouges and a small fragment fractured off. The fractured fragment was not returned for evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to the wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial knee arthroplasty on an unknown date. During trialing, the provisional articular surface fractured. Another articular surface provisional was used to complete the procedure. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threaded tip sheared off of the provisional. No adverse events have been reported as a result of the malfunction.